Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to atrial lead noise. Programming changes and in-clinic evaluations were recommended. No further information is available at this time.